Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer went to sleep with a yellow battery status on the insulin pump. Customer woke up with a blank display on the insulin pump and was given a manual injection. Customer's mother stated that she tried to change the battery 3 times but the pump is still not working. Caller stated that the pump has not been dropped on the floor as far she knows. Caller was advised that the insulin pump will need to be replaced.